Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that vitreous was not being cut and aspirated as usual and unusual noise from the cutter during the vitrectomy surgery. The cutter tip was found missing after inspection of the cutter outside the eye the surgery was completed after replaced a new one. Additional information requested and received that there was no patient harm.

Manufacturer narrative:
Corrected information received from reporter that correct suspect was not probe it was console, hence file has been downgraded. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received from reporter that correct suspect was not probe it was console, hence file has been downgraded.